Manufacturer narrative:
B5; additional information received : it was reported that the endoleak observed was a membrane leak. It was confirmed that a membrane leak is a type IV endoleak. Product analysis conclusion: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be fully determined from the limited films provided. Complete pre-implant CT's could allow for a more thorough assessment of the pre-implant anatomy. Additional post-implant CT¿s were not available for review of the endoleak and endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen . Moreover, there was only a single imaging view point (a-p) observed in the films provided; thereby, making determination of the endoleak difficult. A type I proximal and distal endoleak are unlikely to have occurred as there appeared to be proximal and distal margin seal observed. A type iiib fabric endoleak is less likely to have occurred at index and analysis of the returned films did not reveal any obvious anatomical characteristics ( i.e. Calcification) ie stent graft integrity issues that could have caused an acute type iiib fabric endoleak. This may have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. A type ii endoleak due to patent collateral vessels feeding into the aneurysm sac may have also been present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: other relevant device(s) are: product ID: e tlw1616c82ee, serial/lot #: (B)(4), ubd: 29-aug-2024, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(4), ubd: 21-aug-2024, UDI#: (B)(4); product ID: etlw1616c124ee, serial/lot #: (B)(4), ubd: 03-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, an endoleak was observed. After the iliac branch was connected during the surgery, the endoleak was still obvious. The procedure was completed. Per the physician the cause of the endoleak was product related. No additional clinical sequelae were reported and the patient will be monitored.